Event description:
When doing a robotic incisional/umbilical hernia repair with mesh, the mega suturecut davinci instrument had a wire near the tip of instrument that bent outward and 1 small wire came unwrapped with end pointing out. Instrument removed and replaced. No visible harm to the patient. The instrument had 4 uses left and was not reprocessed.